Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - clinical/impact codes removed patient codes 1888 and 4613; 4582 and 2199 were added.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending to left main. During use of the copilot bleedback control valve (bbcv), a leak was noted at the cap resulting in unnecessary blood loss for the patient. No treatment was performed for the blood loss and the procedure was completed using the same copilot. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of hemorrhage is not listed in the copilot bleedback control valve 0.096¿ instructions for use as a known foreseeable event; however hemorrhage is listed as a foreseeable event in the no-fault errors for coronary and endovascular products risk assessment. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. The reported patient effect is a result of the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.